Event description:
Customer reportedly received results of 350 mg/dl and 58 mg/dl within 10 minutes on the nano smart view system. No adverse event reported. Requested return of suspect device but customer has consumed all strips so device is not available for return. Replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Will not be returned to manufacturer.